Event description:
The facility representative reported a colleague infusion pump with a low lithium battery. This condition occurred upon power up, however, it is unknown in which care area. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a lithium battery issue was confirmed and the assignable cause was a depleted lithium battery. The lithium battery was replaced to correct the reported condition. The user software version is 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.